Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient has two different implantable neurostimulators and patient states they are unable to put one of the ins systems into MRI mode as they have never had to do that in the past. Patient experienced issues during the MRI procedure. During the MRI, the patient felt that the ins on the right side of his body (used for their cervical spine) turned on, and they experienced tingling sensations. After the scan, the programmer did not appear to be in MRI mode, and the words "stimulation off" were not visible on the screen. It was noted that the patient might not have activated MRI mode for both implantable neurostimulator's (ins) but did so for the same ins twice. Patient was recommended to follow up with a healthcare professional for any device or therapy concerns and agent reviewed potential risks associated with MRI, including magnetic field interactions.

Manufacturer narrative:
Continuation of d10: product ID 97715, lot# serial# unknown, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's representative checked to see if the device was in MRI mode and it was. It was noted there were no lasting impacts on the ins as a result of the MRI. Patient also noted that when they checked their remote it still did not indicate the ins was in MRI mode.